Manufacturer narrative:
Per the instructions for use, device malposition and embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, pacing capture was lost which in turn caused the valve to be deployed too aortic. The too aortic placement caused the valve to eventually embolize. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
While deploying a sapien xt valve, embolization occurred and a second valve was placed. As reported by our (B)(4) affiliates, severe central aortic insufficiency was induced post balloon aortic valvuloplasty (bav). During rapid pacing for the deployment of a 29mm sapien xt valve through tf approach, pacing capture was lost which in turn caused the valve to be deployed too aortic. The valve eventually embolized into the ascending aorta. The embolized valve was pulled back to the aortic arch using the balloon of the delivery system and remained stable due to the wire already in place. Due to the severity of the ai induced by the bav, a second valve was immediately crimped on another nf+ delivery system, passed through the embolized valve and deployed inside the patient¿s native aortic valve in the desired location. The embolized valve was then attended to. The patient had a porcelain aorta, so the 29mm valve could not be pulled back to the narrow calcific descending aorta and could not be deployed in the ascending aorta. Many attempts were made to secure the valve in the ascending aorta by inflating the bav balloon at specific locations. The balloon on the system burst, forcing the physicians to retract the device. While removing the nf+ system, the now shriveled bav balloon stayed caught on the distal portion of the slit esheath. The distal portion of the catheter, from the nose cone to the valve markers, as well as the radiopaque marker, dislodged and remained in the patient's abdominal aorta while the rest of the system was retracted. Many unsuccessful attempts were made to snare the remaining pieces and restore normal blood flow back into the abdominal aorta. Finally two covered stents were deployed adjacent to the area and normal blood flow was observed. The nose cone and distal part of the catheter, up to the second valve marker, as well as the marker of the sheath, were left inside the patient. The embolized valve was secured in the aortic arch using a buddy ballooning method. The patient remained in stable condition throughout the entire procedure. He left the room intubated and was admitted to the ICU. The following morning he was extubated and no cva was observed. He was sitting up in bed talking and 48 hours post procedure was sitting on a chair eating. The patient had moderate calcification in the native valve. The embolization of the valve was due to the loss of pacemaker capture during valve deployment.

Manufacturer narrative:
The event of the balloon burst is reported under MDR report number 2015691-2014-02326. The event of the sheath separation was reported under MDR report number 2015691-2014-02327.